Event description:
Before the start of a surgical procedure, the davinci xi 30 degree robotic endoscope (ref# 470057) was plugged into the robotic tower as per normal operation. The endoscope failed to calibrate. After multiple attempts to troubleshoot the endoscope failed, a new endoscope of the same variety was opened to the sterile field. The procedure then was completed as planned. The faulty endoscope has a sn# (B)(6) and it is a reprocessible instrument with no exp date.